Manufacturer narrative:
The hook cev2295a was not returned for evaluation and lot number information has not been provided; therefore, an evaluation of the device could not be performed, and manufacturing records could not be reviewed. However, this issue may be due to the use of device with damaged coating, the use of too important voltage or a prolonged activation. If additional relevant information becomes available in the future, this complaint will be reopened, and the respective evaluation performed. Trends will be monitored for this and similar issues. At present, we consider this complaint to be closed.

Event description:
This report is 3 of 3 linked to mfg report numbers: 2523190-2021-00030, 2523190-2021-00031. A facility reported that during colpectomy procedure with erbé generator power 80s/yellow and 60 on blue, the hook cev2295a melted while in continuous use mode. The blue plastic parts fell in the patient's abdomen. It is unknown if there was surgical delay; however, no patient injury was reported. It was reported that this occurred on three occasions, but the date of event(s) are unknown.